Event description:
It was reported that the pump battery would not charge, but there was no adverse impact on the customer¿s blood glucose level, which did not exceed 500 mg/dl. After charging the pump for 30 minutes, the issue was resolved, and further follow-up with the distributor was planned.